Event description:
I had the essure inserted in (B)(6) 2010 as a form of permanent birth control. I was diagnosed with rheumatoid arthritis in (B)(6) 2010. I did not have a family history of ra. I am on permanent medicine for ra. I am extremely fatigued every hour of the day. I wake up tired, even though I don't wake up during the night. I have continue, significant memory loss which directly effects my career. I am vaginally uncomfortable after intercourse. I have had a distended abdomen since 2010. My muscles constantly ache and I get muscle cramps even after being fully hydrated. I was very healthy prior to having this procedure, now I feel constantly sick and without ra meds I'm in extreme pain. I do not believe these are just a coincidence. I believe they are due directly from the essure coils.